Manufacturer narrative:
There is no connection that can be made at this time between the reported postoperative complications and any problem with the bard/davol device used to treat the patient. Infection is a known inherent risk of any surgical procedure and may be related to many things including the procedure itself or the postoperative course. All bard/davol products are sterilized prior to being released for distribution as such, the device in question was provided to the customer in a sterile state. Based on the information provided, the cause of the patient's postoperative infection is unknown; no conclusions can be made at this time. Regarding infection the warning section of the instructions-for-use states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection, however, may require removal of the device." A review of the manufacturing records that included review of sterility records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that on (B)(6) 2018 the patient underwent hernia repair surgery and was implanted with a bard perfix plug. As reported on (B)(6) 2018 the patient was diagnosed with a staph (not (B)(6)) infection. It was reported that the skin was red around the incision site, his skin was warm, he was febrile, and his wbc was 20,000. The patient was transferred to another hospital after the onset of infectious symptoms in which the surgeon attempted to salvage the mesh by debriding the area of fluid that had accumulated in the area of the hernia repair. Following this procedure the patient became septic and at that time underwent an additional surgical procedure to remove the mesh. A wound vac was placed at that time and the patient has been recovering with routine follow up for wound care. As reported, the patient was a young healthy gentleman who was able to care for himself postoperatively upon discharge from the hospital. The contact states the patient was advised to bath with a chlorhexidine solution prior to surgery and all protocol for infection prevention were followed prior to and during the procedure. As reported, the contact does not know the cause of the infection.